Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Keisuke hagio, md, phd, masanobu saito, md, phd, takahiro okawa, md, phd, shigeaki moriyama, phd, yoshinari nakamura, md, phd, masatoshi naito, md, phd. (2016). Polyethylene wear associated with 26- and 32-mm heads in total hip arthroplasty: a multicenter, prospective study. The journal of arthroplasty. (31), 2805-2809. Http://www.arthroplastyjournal.org/article/s0883-5403(16)30242-x/abstract. The following could not be completed with the limited information provided in the article: expiration date - ni, date explanted - na, initial reporter - this article was written bykeisuke hagio, md, phd, masanobu saito, md, phd, takahiro okawa, md, phd, shigeaki moriyama, phd, yoshinari nakamura, md, phd, masatoshi naito, md, phd, manufacture date ¿ ni.

Event description:
One patient identified in a journal article dislocated and closed reduction was performed at 34 month post operatively. Patient again dislocated at 49 months post operatively and closed reduction was again performed without recurrence. Patient was satisfied at 1, 2, and 3 years post op. No further information has been provided.